Event description:
It was reported that the ilet would not power on after charging for several hours, consistent with a device not charging or a depleted battery that failed to recover; the user transitioned to a backup pump and a replacement ilet was arranged. Symptoms included no clinical symptoms, and blood glucose was not impacted. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting, confirmation of serial number, and replacement logistics. Investigation of this device did not revealed a failure to power on that aligned with a charging or power subsystem issue, and replacement was provided to restore therapy continuity. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.